Manufacturer narrative:
(B)(4). The analysis results found that three individual boxes were returned for analysis. The carton graphics of two devices indicated that the instruments were sc45a devices. However, the label in the box indicated ec60a devices. Upon opening of the individual packages, the instruments were confirmed to be ec60a devices instead of the sc45a devices as the carton showed. The third device was properly identified. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that they ordered a sales unit of ec60a devices and when they opened the box there one was correct ec60a in the box and two were the sc45a devices. All devices have the same lot number. The outer box is labeled as ec60a and the same lot number as on the inner labels. The devices returning are sterile devices.

Manufacturer narrative:
(B)(4).